Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to the cannula dislodging. The investigation did find evidence of a damaged cannula. A bend was found in the exposed portion of the soft cannula. It was determined that user error caused the dislodging and bending of the cannula, as it was reported that the patient bumped the pod, dislodging the cannula, and then tried to push the cannula back in, bending the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 370mg/dl while wearing the pod on her arm for between 24 and 36 hours. She stated that the cannula appeared bent went the pod was removed. The mother believes the patient bumped the pod causing the cannula came out a little and then her daughter tried to push the it back in which is why the cannula was bent. Treatment included changing the pod. The patient's blood glucose and insulin history is as follows: (B)(6). The mother stated that the patient went to a birthday party after school so whenever she had to eat, she would give her daughter a bolus via shot. The pod was changed when she got home from the party.